Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the clinically applied product. The visual inspection of the product noted one suture and one needle. A tactile and microscopic examination of the suture revealed no signs of material or assembly process damage. From the opened product, it was observed, under magnification, that the suture appeared to have split under tension. The returned product as received by medtronic was found to meet medtronic quality release specifications regarding the reported condition. During this investigation, a secondary unrelated condition was identified as follows; the suture was received broken. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Unfortunately, since no sealed products were received, a tensile strength test could not be performed. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. This file was reassessed for reportability based on investigation findings. This event now meets the criteria for a MDR reportable event.

Event description:
According to the reporter: during a vascular procedure, when the unit was unpackaged, the thread was found to be frayed, closed to the needle, and the final part of the needle was lighlty straight.